Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient did not undergo a revision of the ipg.

Event description:
A report was received that the patient will undergo an ipg revision for an unknown reason.